Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 580mg/dl. It was stated that the customer was experiencing high glucose since the day before the event. It was stated that the events leading to her admission were nausea, vomiting, and keytones. Troubleshooting was performed. It was stated that the customer had multiple bent cannulas, and she may have possible scar tissue. It was stated that she has rotated her sites in the same area. The customer's most recent glucose reading was 363mg/dl, and she was treated with manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.